Manufacturer narrative:
Additional information provided by the sales rep indicated the illico construct located on the left side of the l4-l5 was removed during the revision. The proximal section of the fractured screw was removed without issue while the distal portion remains entrapped within the l5 pedicle. Replacement fixation was not implanted as the patient had fused/healed over the past 2 ½ years since initial implantation. An evaluation of the returned cannulated screw revealed no manufacturing, processing or design related irregularities. The implant was found to be properly manufactured and released according to design specifications. It was reported that replacement fixation was not implanted as the patient had achieved fusion/healing at the location of the screw fracture. This indicates the failure occurred after providing the necessary stabilization to allow the patient to achieve fusion. It appears the anchor was likely exposed to fatigue stresses beyond those for which it was designed or intended. The provided instruction for use (ins-028) state; postoperative management: the illico mis posterior fixation system implants are designed and intended as temporary fixation devices. The devices should be removed after complete healing has occurred. Devices, which are not removed after serving their intended purpose may bend, dislocate, or break and/or cause corrosion, localized tissue reaction, pain, infection, and/or bone loss due to stress shielding. Complete postoperative management to maintain the desired result should also follow implant removal surgery.

Manufacturer narrative:
No evaluation possible at this time. The implant not been returned for evaluation nor has the part number, lot number or product name been provided. Multiple attempts to obtain information concerning this event have been unsuccessful. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
During correspondence for an unrelated issue, alphatec customer service became aware that revision surgery had been conducted (B)(6) 2016 due to a broke screw.

Manufacturer narrative:
The initial submission was erroneously submitted as a 5 day report. Alphatec is not required to initiate action to prevent an unreasonable risk of substantial harm.